Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to advance the right ventricular (rv) lead through multiple sheaths without success. The physician removed the lead and visually inspected it, and determined that there was an issue with the proximal portion of the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.